Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issues were verified. Additionally the alleged high bg issue was verified in the pump logs, however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump was dropped and the touch screen became shattered and unresponsive. Additionally, the customer¿s blood glucose was high, however, a specific value was not provided, cause was unknown. Reportedly the customer administered a manual injection to address blood glucose level and continued to use manual injections for insulin therapy.